Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. No patient symptoms were noted. The lead was repositioned successfully. The patient was stable before during and after and would continue to be monitored.